Event description:
A nursing unit manager reported that a cassette failed to prime; the pt was already in the operating room and the incision had been made. Another cassette from the same lot was used, however, it also failed to prime; a system message then displayed. A third cassette from a different lot was used and successfully primed. The procedure was able to be completed, following a 30 minute delay. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).